Event description:
It was reported by the customer that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "by changing the lysant the problem was solved, both by preparing the samples manually and with the preparer. The client reports that they have to use the tool on friday and monday and will call us in case of problems. Cst and 7-color setup went smoothly just before seeing the problem. Asked to send reports and graphs of acquisitions that showed the problem. Problem could come from preparer. They will do more tests tomorrow. Asked to do a long clean and 2x fluidics startup first. Some samples (prepared with spa) acquired in the canto software do not show the expected results: the sample is completely aspirated and on the first two graphs the populations are not clearly distinguished, while in the other graphs no events are seen. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "by changing the lysant the problem was solved, both by preparing the samples manually and with the preparer. The client reports that they have to use the tool on friday and monday and will call us in case of problems. Cst and 7-color setup went smoothly just before seeing the problem. Asked to send reports and graphs of acquisitions that showed the problem. Problem could come from preparer. They will do more tests tomorrow. Asked to do a long clean and 2x fluidics startup first. Some samples (prepared with spa) acquired in the canto software do not show the expected results: the sample is completely aspirated and on the first two graphs the populations are not clearly distinguished, while in the other graphs no events are seen. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes 2. Was there any delay of treatment due to the issue? (Go to question #3) no 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no 5. Provide details - how and to what extent? (Go to question #6) 6. What is the current medical status? (No further questions required.) And also provide the following question 1. What exact results they are talking about? Lymphocytes 2. What are the expected IFU or pi results? Unknown 3. Is this outside of bfd¿s specification or,? Unknown 4. Is this within bd spec & outside of customer specification? Na"

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28jun2021 to 28jun2022. Complaint trend: there are 3 complaints related to the issue of erroneous results due to sample preparation; . Date range from 28jun2021 to 28jun2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338963-v96300722-900185242-09 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed based on areview of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of the erroneous results was determined to be the lysing solution used to prepare the samples. Adequate red blood cell lysis is required for effective flow cytometric analysis. The customer reported missing or hard-to-distinguish events in the results acquired using the canto software for samples prepared with the spa (sample prep assistant). The tsr (technical service representative) confirmed the issue using results sent by the customer and suggested running a long clean and fluidics startup and manually preparing the samples. Since these did not fix the erroneous results, the tsr suggested checking the lysing solution. After changing the lysant, the customer confirmed that the problem was resolved and there were no technical issues found with the instrument. No return sample was requested for evaluation because no parts were replaced. Although erroneous results were produced on patient samples for diagnostic testing, there was no diagnosis performed nor was there any delay in treatment of patients. No users or patients were harmed or injured due to this issue. Information on proper usage and maintenance of the instrument and lysing solution can be found in the following manuals: bd facscanto¿ ii flow cytometer instructions for use (IFU) #23-20269-00 rev. 01/vers. A, bd facs¿ lysing solution manual, #23-1358-09 rev. 01/vers. A. Troubleshooting procedures can be found in the instrument IFU starting on page 181, and page 201 for data issues. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: case # (B)(4) install date: 21may2009 case comments: on (7/5/2022 1:55 am) customer confirms that the problem was related to the lysant, now everything works correctly. On (6/29/2022 5:32 am) by changing the lysant the problem was solved, both by preparing the samples manually and with the preparer. The client reports that they have to use the tool on friday and monday and will call us in case of problems. On (6/29/2022 2:45 am) the customer called back. Sata hasn't responded yet. Asked to check the lysing solution and try to prepare the samples manually. On (6/28/2022 8:52 am) sata informed, awaiting customer update. On (6/28/2022 5:49 am) cst and 7-color setup went smoothly just before seeing the problem. Asked to send reports and graphs of acquisitions that showed the problem. Problem could come from preparer. They will do more tests tomorrow. Asked to do a long clean and 2x fluidics startup first. On (6/28/2022 5:45 am) some samples (prepared with spa) acquired in the canto software do not show the expected results: the sample is completely aspirated and on the first two graphs the populations are not clearly distinguished, while in the other graphs no events are seen. On returned sample evaluation: a return sample was not requested for evaluation because there were no replaced parts. On risk analysis: risk management file part #338960-05ra, rev. 01/vers. A, bd facscanto ii flow cytometer (daq) failure mode and effect analysis (fmea) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no item: acquire data function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: event rate too high, too much data is being acquired potential effect(s) of failure: loss of data in processing queue, loss of biologic sample potential cause(s)/mechanism(s) of failure: customer sample prep (too concentrated) / threshold set too low current controls: triggers fifo overflow/event overflow message to host. Actions taken: none needed (e-mail in dhf) sev: 4 occ: 5 det: 2 rpn: 40 mitigation(s) sufficient yes/no root cause: based on the investigation results, the root cause was the lysing solution used to prepare the samples. Conclusion: based on the investigation results, the root cause of the instrument producing erroneous results was the lysing solution used to prepare the samples. The tsr confirmed the issue and after the customer changed the lysing solution, the instrument was found to be performing as expected without erroneous results. No treatment or diagnosis was performed due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.